Manufacturer narrative:
(B)(4). Photographic analysis: a photo was received. The picture shows tissue with staple present. One staple can be seen not fully formed and ooze is observed. Based on the staples and ooze noted on the picture the event described is confirmed.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59g8v. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Use another cartridge behind the bleeding line and transect the issue how much blood was lost (ml)? I don¿t know the ml of bleeding but there was 1 cm unsettled area in the staple line. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Did the device only partially transect the tissue? Yes.

Event description:
It was reported that during sleeve gastrectomy case, after the cartridge was inserted, the device didn't cut and seal the stomach and there was 1 cm long of an incision remained and a serious case of bleeding occurred.